Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg stopped connecting to external devices following an unrelated procedure. Based on the information available, it seems that the ipg was not set into MRI mode prior to the procedure. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Therapy was restored post op.

Event description:
Based on the information available, it seems that the ipg was not set into surgery mode prior to the procedure.

Manufacturer narrative:
The report of ¿inoperable ipg¿ was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition was a result of the unrelated procedure the patient reported having prior to the device becoming inoperable. There is guidance noted in the clinicians manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system. As received for analysis, the device was operational due to a reset during the revision procedure and the device communicated with all lab utilities and passed all tests on the automated test equipment (ate). Corrected data: b5 - it was inadvertently reported as " ipg was not set into MRI mode prior to the procedure" in the initial report. The correct information has been added to this record (b5).